Manufacturer narrative:
Other relevant components include: product ID 8781, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type catheter . If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative regarding a patient with an implantable drug infusion pump indicated for intractable spasticity and stroke. The pump contained an unknown brand of baclofen [1000 mcg/ml] at a dose of 310 mcg/day. It was reported the patient had decreased therapeutic effect when she saw the hcp in (B)(6) 2017. The hcp ordered an MRI, and based on the findings, the hcp elected to replace the catheter with the tip at c5/c6. It was unknown what factors might have led or contributed to the issue. It was unknown if the issue was resolved at the time of the report. The hcp suspected a cerebrospinal fluid (csf) leak, so he elected to replace the catheter on (B)(6) 2017. The explanted catheter was discarded. The hcp decreased the dose from 310 mcg/day to 75 mcg/day. The patient¿s weight was unknown. The patient status at the time of the report was alive ¿ no injury. No further patient complications were reported. Patient medical history included cerebrovascular accident and hypertension. Known medications the patient was taking at the time of the event was multivitamin (mvi) and fish oil.